Event description:
It was reported that the surgeon was using 5.5mm tap to tap the pedicle and the tip broke off. Was unable to retrieve the tip of the tap, still in the patient's vertebral body. There was a 2nd 5.5mm tap in the set, so he was able to complete the case.

Manufacturer narrative:
Method: device not returned;results: no part was returned. Conclusion: the most probable root cause to the reported issue include excessive application of torque due to the lack of awl usage as recommended by the surgical technique and the patients poor bone quality.

Event description:
It was reported that the surgeon was using 5.5mm tap to tap the pedicle and the tip broke off. Was unable to retrieve the tip of the tap, still in the patient's vertebral body. There was a 2nd 5.5mm tap in the set, so he was able to complete the case.